Event description:
Additional information received reported that the patient was still receiving good coverage and no further action was taken. The cause of the impedance issue was not known; they just cleared a week after surgery when programming.

Event description:
It was reported that during implant impedances were tested intraoperatively and they were all greater than 10,000 ohms. The manufacturer¿s representative (rep) was still able to program stimulation intraoperatively and the patient felt stimulation. Post-operatively impedances were checked again and they were still greater than 10,000 ohms but the patient was getting good coverage using the electrodes in the middle of the lead. It was reviewed with the rep. That it was important to change reference electrode to confirm impedance results. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 3550-29, lot# n506531, implanted: (B)(6) 2015, product type accessory. (B)(4).

Manufacturer narrative:
Additional review determined conclusion code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.